Manufacturer narrative:
The customer service center specialist (csc) checked instrument logs, over the phone, and found no evidence of probe calibration on the instrument. The csc suggested to replace the probes if they have been in use for more than a year, replace the wash cup baffles of the wash stations and ensure the cleanliness of the wash station. No documented part replacement was reported, and no onsite troubleshooting was performed. A definitive cause of the discrepant result was not identified. The alinity I (sn (B)(6) ) was considered the likely cause, however; pre-analytical sample integrity issues cannot be ruled out. A review of the alinity I (sn (B)(6) ) service history returned one complaint which addresses the same discrepant toxo igg result discussed in the current complaint. The ticket was investigated with the reagent as the likely cause. No contributing factors on or around the date of the incident were identified and no further occurrences of discrepant results were documented. A review of tracking and trending for the alinity I did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Completed information for patient identifier: (B)(4) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false reactive alinity I toxo igg result for a newborn patient. The customer indicated the mother's serology was negative. The sample (sid 210881063801 on 29mar2021) generated a reactive result of 30.9 iu/ml and nonreactive retest of 0.00 iu/ml. No impact to patient management was reported.